Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on advancing a 3.00 x 28 mm xience prime btk stent delivery system (sds) over an unspecified 0.014 guide wire, resistance was met and the sds was blocked [stuck]. On pulling the sds to remove it, a rupture [separation] occurred. The sds and guide wire were removed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in a small artery of the leg. No force was used to remove the stuck 3.00 x 28 mm xience prime btk stent delivery system (sds) from the guide wire. Post rupture [separation], the sds and the guide wire were removed together as a single unit. During removal as a result of the handling, the stent dislodged from the balloon and was loose on the shaft. No further intervention was required. The procedure was successfully completed with an additional guide wire and a non abbott stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Device codes: 2923 labeled. (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to position and difficulty to remove were confirmed through observation. The reported detachment of a device component was identified as an outer member break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as is likely the device interacted with the guide wire and possible blood and other procedural contaminants during advancement causing the reported difficulty to position. An attempt was made to remove the device from the guide wire; however, the device was unable to move likely due to interaction with the guide wire and possible blood and other procedural contaminants causing the reported difficulty to remove. Further handling and attempted removal of the device likely resulted in the reported detachment of a device component (identified as an outer member break) and stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.